Event description:
It was reported that during patient use, no oxygen readings were being displayed on the ventilator. The patient was removed from the ventilator and placed on a second ventilator. There is no report of death or serious injury associated with this event.

Manufacturer narrative:
(B)(4) . The customer support engineer (cse) inspected the device and could not duplicate the reported malfunction. No parts were replaced. The cse performed all the calibrations, the extended self-test (est), short self-test (sst) and the performance verification test (pvt). The device operated within the manufacturing specifications.